Event description:
Per the clinic, the patient experienced a poor performance with the device since activation and received minimal auditory benefit from the device. It was also reported that the patient experienced a persistent headache. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.